Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). The device was received with the blade discolored (blue) due to heat generated from contact between the blade and tissue pad. The device will stop activating, and either emit a solid tone or display an instrument error code 5 on the generator display when the blade becomes damaged. The blade was found to be broken at the discolored (blue). The broken portion was not returned with the device. The device was functionally tested with a generator. During functional testing on the gen11 generator, the 'instrument error' alert was displayed; and when tested on the gen04 generator, an error code 5 (instrument error) was displayed. Probable cause of blade discoloration is applying pressure between the instrument blade and tissue pad without having tissue between them.

Event description:
It was reported that during a lap cholecystectomy, the device was activated intermittently and a beep sound was heard frequently when the device was used for abrasion of the cholecyst from the liver floor. At the end of the operation, an error 5 was displayed. After that, when the blade was cleaned outside the patient, it was broken off. Another device was used to complete the case. There were no adverse consequences to the patient. One device will be returning.